Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user heard unusual pump sounds for approximately a week, then experienced multiple occlusion alerts and a subsequent restart alert 38 after attempting to manually push the piston, with repeat ¿unable to proceed¿ alerts during rewind attempts; the pump was replaced and the user was instructed on shutdown, data syncing, and return. Symptoms included device alarms without reported adverse clinical effects. Outcomes included interruption of insulin delivery and replacement of the device. Investigation included customer interview, review of device behavior, and remote troubleshooting. Investigation of this device revealed a stalled motor during rewind consistent with a motor stall alarm and piston travel issue within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical motor stall of the pump¿s drive mechanism.